Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported four separate feeding tubes kinked above the weighted tip and they were unable to unkink or flush. This was attempted under endoscopic guidance. Physician also reported the stylet is stiff/stuck and difficult to mobilize. Per additional information provided by the customer on (B)(6) 2026, all four devices were used with the same patient. The facility inserts these tubes in endoscopy at the request of the physician to ensure adequate placement. It was confirmed that prior to placement 10ml of water was injected into the tubes and the weight assemblies were submerged in water for at least 5 seconds to activate the hydromer coating and once the tube position was confirmed, the hydromer coating was reactivated with another 10ml of water before attempting to remove the stylet. The issue wasn¿t resolved until they found a tube that didn¿t kink. The affected tubes were removed and discarded.